Event description:
It was reported that the 6800 system intermittently had a touch screen error during boot-up. This issue did not affect image quality.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the touchscreen. The system functions as intended.